Event description:
Upon review by the manufacturer's investigation unit, the lancet was found to protrude past the end cap of the multiclix device. No adverse event was reported. Suspect device was returned, and replacement was sent.

Manufacturer narrative:
We have defaulted to the first of the year.